Event description:
Information received by medtronic indicated that the customer reported bolus was not delivered and there were no alarms. Troubleshooting was performed. The customer received hyperglycemia with a blood glucose value of 227mg/dl at the time of the event. The auto mode feature was not active but the pump was used within 48 hours of the reported high bg event. It was unknown whether the customer will continue the use of the device. The pump will not be returned for analysis.